Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Device evaluation: a sample is not available for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5323103. Conclusions - as there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined. CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement.

Event description:
It was reported that following use, the safety mechanism on the suspect device came off during activation. This defect occurred a reported seven times.